Event description:
A home patient reported that he had to end therapy due to a hole in his catheter. During a follow up call to the home patient's nurse, it was discovered that the hole was in the home patient's transfer set, not the catheter. The nurse stated that the transfer set was replaced at the dialysis clinic and that the patient has been able to continue therapy successfully. No patient injury or medical intervention was reported.

Manufacturer narrative:
Per the home patient's nurse, the sample was discarded, and not available for evaluation by baxter.